Event description:
Dentist provided me with dentures that don't fit, over billed me for a visit and charged me for a procedure he did not perform. This was verified by other dentists. Put me at risk during an emergency visit, kept incomplete and inaccurate records. I went for over 15 months without eating one meal with dentures in. Many times opening sores in my mouth. I have two heart stents and a hip replacement. Dr. Refuses to provide me with the name of the lab that made them.